Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient was connected at the time of the alarm. However, while troubleshooting the alarm, the home patient noticed their transfer set had a loose connection to the patient line which resulted in a leak. Baxter technical service center assisted the home patient in ending therapy early. Therapy was continued manually. No patient injury or medical intervention was associated with this incident per the home patient.